Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using three proglide devices after a peripheral interventional procedure using an 8f sheath. Reportedly, resistance was felt during advancement of the first proglide device into the anatomy. The guide wire was exchanged for a stiffer more supportive guide wire to deliver the proglide device successfully. The suture was present when the plunger was removed. The lever was returned to it original position to park the foot; however, the foot plate would not retract fully. Resistance was felt during removal attempt. Manipulation of the device, pulling the device against resistance and rotating the device, allowed for retrieval of the device. The foot was noted not to be back in the housing, tissue damage was noted and the access site became larger. A second proglide device was deployed and the knot was successfully advanced; however, hemostasis could not be obtained. An unspecified failure occurred with the third proglide device and the device failed to achieve hemostasis. A covered stent was deployed using the up and over technique through the aortic bifurcation from access site on the left common femoral artery (lfca) to achieve hemostasis on the rcfa. Hemostasis on the lfca was obtained using a non-abbott closure device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert guide wire and ¿foot plate would not retract fully¿ were not confirmed. The reported ¿resistance was felt during removal attempt¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was pulled against resistance. It should be noted that the electronic proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. The patient effect of unspecified tissue injury (vascular injury) is listed in the perclose proglide IFU as a potential adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.

Manufacturer narrative:
(B)(4): against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers. Na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using three proglide devices after a peripheral interventional procedure using an 8f sheath. Reportedly, resistance was felt during advancement of the first proglide device into the anatomy. The guide wire was exchanged for a stiffer more supportive guide wire to deliver the proglide device successfully. The suture was present when the plunger was removed. The lever was returned to it original position to park the foot; however, the foot plate would not retract fully. Resistance was felt during removal attempt. Manipulation of the device, pulling the device against resistance and rotating the device, allowed for retrieval of the device. The foot was noted not to be back in the housing, tissue damage was noted and the access site became larger. A second proglide device was deployed and the knot was successfully advanced; however, hemostasis could not be obtained. An unspecified failure occurred with the third proglide device and the device failed to achieve hemostasis. A covered stent was deployed using the up and over technique through the aortic bifurcation from access site on the left common femoral artery (lfca) to achieve hemostasis on the rcfa. Hemostasis on the lfca was obtained using a non-abbott closure device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.